Event description:
Pt status post posterior lumbar fusion, implanted with rods, screws and locking caps at l3-l5 in 2002. Pt become myelopathic and surgeon noted nerve root at l4 was inflamed and adjacent level disease at l2. Pt returned to operating room. Rods and locking cap were removed, screws added to l2, new rods and caps placed, surgery completed. This is the 11th of 20 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Approximate implant date reported as 2002. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.